Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. Oversensing, noise, and high-rate non-sustained episodes were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the oversensing seems to be the results of very low r waves. In addition, an impedance alert triggered.